Manufacturer narrative:
Alleged failure: cib jeff biomed shuts off po# wcb. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause is wear and tear. This may result on intermittent loss of light. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light (image) during a procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light (image) during a procedure.